Event description:
This female pt had the following med history: hypertension, hyperlipidemia, unstable angina and pvd. Lesion 1-1 was classified as an irregular, concentric, 3.0 x 08 mm segment of the left main. There was moderate calcification and bifurcation requiring a double guidewire. Angulation was noted to be less than 45 degrees. A 3.0 x 18 cypher stent (lot number r073526) was used in the procedure. A dissection occurred at the distal left main and the proximal left anterior descending. The stent was successfully deployed at 12 atmospheres (atm) with satisfying results. Another 3.0 x 18 cypher stent (lot number r0703526) was also deployed at 12 atms with satisfying results. Timi flow was 3 pre procedure and 3 post procedure. Heparin and ticlid were given during the procedure. Permanent discharge medication included aspirin and plavix. A hematoma was noted at the puncture site. The pt is in good condition.